Manufacturer narrative:
(B)(4) additional information received: the patient received a temporary stoma, because the surgeon did not succeed to close ils. The anvil did not stay put in the tip as it used to stay. She tried it with two different instruments and the final results were the same. Unfortunately they have destroyed the both instruments. The right event day (B)(6) 2019. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? What confirmation was received that the anvil was properly attached? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? What is the current status of the patient? Response: the gastro surgeon did not fire the instruments, because those anvils did not lock to the tips as I wrote before. They had only those two instruments left. Unfortunately they put those instruments to the trash, so we must close this complaint just now. I cannot give any new information from this complaint in the future. The one possibility to handle this kind of situations, that the surgeon shall suture that anastomose with his/her own hands. It is a little difficult to do so than use the intraluminal stapler.

Manufacturer narrative:
(B)(4). Batch # r41164. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the detachable anvil did not lock as it used to lock. The surgeon heard the "click voice." When she started to close our ils, the anvil detached. The surgery was successfully completed and there was no patient consequence reported.